Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored episodes with anti-tachycardia pacing (atp) and 9 shocks inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, farfield oversensing was observed. The patient will be managed medically at this time, however the clinician confirmed the electrophysiologist would reprogram the device. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.